Event description:
A discrepant advia centaur troponin ultra result was obtained on a pt sample (2nd draw-first test). The initial sample result was negative. A third sample was obtained and tested. The result was negative. The second sample was repeated and the result was negative. The pt was kept in the hosp for 24 hrs. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the false positive troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra result is unk. The instrument is performing within specifications. No further eval of the device is required.